Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Reported event premature discharge, battery impedance problem, and failure to interrogate were not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated battery impedance was within normal range of operation, device operated at high pacing output settings, and auto-capture was enabled during implant period. When automatic settings are programmed, such as auto-capture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis found no anomaly with the device able to be interrogated successfully though inductive communication. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.